Manufacturer narrative:
G4: 14apr2020. B4: 15apr2020. The gas delivery system was returned for failure analysis. During testing, it was determined that the u1 component on the air flow sensor board was out of specification. This resulted in the air flow accuracy and o2 accuracy test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 26apr2019. Date of report: 30may2019. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.